Event description:
The customer reported that during a patient event, their device would not charge defibrillation energy and indicated to ¿check electrodes¿. The reported event was taking place in the catheterization lab and the first shock was successful at 200 joules but did not convert the patient¿s ECG rhythm. When the customer attempted to deliver a second defibrillation shock, the device indicated to ¿check electrodes¿ and would not charge defibrillation energy. The staff checked the defibrillation electrode connection on the patient and the device was able to regain a successful patient connection. The staff then continued care and the patient survived the event. Additional details of the event after the defibrillation electrode connection was regained were not made available to physio-control. The customer was unsure what was done in order for the device to regain the recognition of the patient¿s ECG.

Manufacturer narrative:
(B)(4). The customer (hospital biomed) evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.